Event description:
Additional information was received that the patient underwent generator and lead explant surgery on (B)(6) 2015 due to prophylactic generator replacement and high lead impedance. The generator was explanted and the old lead was clipped at the neck site as the helices were unable to be detached from the nerve. Replacement did not occur as the surgeon was unable to attach a new lead to the nerve. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient¿s device showed high impedance. Patient trauma is not believed to have caused or contributed to the high impedance. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.